Event description:
It was reported that the patient¿s butt was ¿really sore¿ and started bleeding ¿all over her bed¿ the night prior after the implantation. The patient was having trouble feeling stimulation in recovery and experienced a ¿shock¿ or jolt the night prior to the report, and then ¿got a couple more jolts¿ on the day of the report. The patient felt an electric current ¿from her crotch down to her leg,¿ but was not able to adjust stimulation. During the call, it was discovered that the implantable neurostimulator (ins) was off. When the device was turned back on, the stimulation was decreased to a comfortable level, which stopped the patient¿s ¿right butt cheek¿ from ¿shaking.¿ it was stated that the patient could not drive because it ¿hurt¿ after she bumped up against a wall. Stimulation was felt on the right side, which was the side the device was implanted on. Five or six days later, the patient felt shocking sensations ¿from the right lip between legs to right leg.¿ shocking sensations were experienced three times on the day of the second report. The shocking sensations were making the patient¿s ¿leg hurt.¿ it was noted that a bandage was over the implant and it ¿felt swollen.¿ the ins was turned off until the patient had an appointment with their healthcare provider (hcp). Final patient outcome was not given. Follow up is being conducted to obtain this information. A supplemental will be sent if any additional information is received.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had appointments on 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0k19v, implanted: (B)(6) 2014, product type: lead. (B)(4).